Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and had a seizure due to the bg level. Customer's parents provided carbohydrates to address bg.